Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated earlier in the day (200s mg/dl). Customer treated elevated bgs s administering a bolus using the pump. Customer declined troubleshooting, indicating that bgs levels will decrease due to bolus that had been administered.

Manufacturer narrative:
D1, d2b.